Event description:
Philips received a complaint on an patient monitor efficia cm100 indicating that that monitor the sudden drop in oxygen saturation trigger an alarm, with spo2 dropping to 40%. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by the equipment department and stated that the blood oxygen probe malfunctioned. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was blood oxygen probe. After the equipment department replaced the blood oxygen probe, the equipment returned to normal. There was no personal injury. It is not clear the faulty component is a philips product. A review of the service history for this device confirms the problem has not been reported again for this device.